Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/26/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. No ¿air bubbles¿ occurred during the investigation. The investigation was unable to verify or duplicate the initial complaint. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit or to the continuous glucose monitoring module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿pump creates air bubbles in the cartridge.¿ there was no indication that the device caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.